Manufacturer narrative:
Device was initially received for the complaint that the device constantly gives patient data and settings lost message upon start up. Lens and lcd are either scratched or dirty. During investigation found the detached downstream occlusion seal (dso). This malfunction makes the event reportable. Review of event log/alarm history found no event history related to the current complaint. There was no 12-month service history reported. The visual and functional testing was performed. During visual inspection found that detached dso seal and scratched lens. The complaint was confirmed during the power up test. The mainboard, the lens and the dso seal were replaced with new ones. The pump was calibrated, and the device passed all testing criteria during performance verification testing.

Event description:
It was reported that the device constantly gives patient data and settings lost message upon start up. Lens and lcd are either scratched or dirty. During investigation found the detached downstream occlusion seal (dso). This malfunction makes the event reportable. The event happened during testing and there was no patient involvement.